Manufacturer narrative:
Evaluation of the returned cat7 confirmed a fracture on the distal shaft. If the device is advanced against resistance, damage such as a kink may occur. Subsequently, if the device is retracted against resistance, the kink may worsen to a fracture. The reported tortuous patient anatomy may have contributed to the resistance during advancement. Further evaluation revealed kinks along the cat7, and the distal tip was flattened. This damage was incidental to the complaint. The flattened distal tip was likely due to the distal tip being snared during removal. The kinks may have occurred during packaging for return to penumbra. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac artery using an indigo system aspiration catheter 7 (cat7), a diagnostic catheter, and a guidewire. It should be reported that the patient''s anatomy was tortuous. During the procedure, the physician successfully completed one pass in the target location using the cat7. While advancing the cat7 during the second pass, the physician experienced resistance. The physician then noticed under fluoroscopy that the cat7 was fractured at the distal length. The fractured cat7 segment was retrieved from the patient using a snare device. The procedure was completed using a new cat7.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder